Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event on (B)(6) 2025 where the infusion set tubing detached from connector. The infusion set was in use for two days. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record 2227255 the batch 6006664, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6006664 was manufactured according to the work instruction (wi) version 96 and manufactured in the line multivac 10 on 20/apr/2024, with a total of (B)(4) units. Glue tubing DHR review: the lot 4d01236 was manufactured according to the wi version 63 manufactured in the machine sc08, on 13/apr/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.